Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to meningitis and diabetic ketoacidosis on (B)(6) 2018 with unknown blood glucose. The customer's blood glucose was 480 mg/dl and then went down 60 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by bolus with pump. It was also stated that the insulin pump had motor error. The insulin pump and reservoir will not be returned for analysis.